Manufacturer narrative:
Physio-control continues to investigate the reported failure.

Event description:
Physio-control was informed by supplier analog devices that the fabrication method of chip-on-lead (col) packages may result in silver migration causing part failure. The col component is used on the lp1000 AED draco pcb assembly (component u47). There have been no reported instances of this occurring in the field. If it were to occur, it could result in a blank display causing confusion to the rescuer leading to a delay in providing defibrillation therapy.